Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused drowsiness, respiratory problems, hematoma in the lung and covid. The patient did not report to receive medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.